Event description:
The account reported the right side rail could not latch. No pt injury reported.

Manufacturer narrative:
The technician found the right side rail is missing the shoulder screw. The technician replaced the right side rail shoulder screw and nut to resolve the issue. Based on this info, no further action is required.